Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The basic evaluation began (B)(6) 2022. It was reported that patient mentioned being in pain from procedure, the patient was feeling sluggish/out of it but did say she is feeling better today. On (B)(6) 2022, the patient mentioned pain in their back but that taking ibuprofen has helped. On (B)(6) 2022, the patient stated they were still feeling very fatigued and has been sleeping a lot during the evening hours. The patient was still experiencing pain but it had decreased over time. The patient had concern about the number of times they leaked and number of pad changes and feels that they are going backwards. On (B)(6) 2022 , the patient stated the tsales rep told them that they think the lead wires have moved because the patient was having different symptoms than in the beginning.

Manufacturer narrative:
Product ID 306001 lot# unknown serial# implanted: (B)(6) 2022 explanted: product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: (B)(6) 2022 explanted: product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the lead migration was not co nfirmed. The evaluation period ends 03/03/2022, and the leads will be removed then. No further action will be taken.